Event description:
The patient felt more pain than normal during an insulin injection. When the needle was replaced with a new one, no pain was reported during that injection

Manufacturer narrative:
It was reported that the injection with the pen needle (article 700000177, batch 201123-01) was abnormally painful. No medical intervention was required. The needle was replaced and the new needle proceeded to function without issues. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n (max 0.7 per gb15811-2016).